Event description:
Report from the us stating that the device was bent. It is known that the device was not used in surgery. It is unknown if injuries or medical intervention were reported. It is unknown if there was a delay in surgery. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported problem of "bent neuro tip" was confirmed. If additional information becomes available, a supplemental report will be sent. (B)(4).